Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("right and left fallopian tubes mild chronic salpinigitis"), pelvic pain ("pain / severe pelvic pain") and dermatitis allergic ("skin rash / allergic or hypersensitivity reaction type: rashes / skin bumps around my eyes / rashes or skin conditions type: rashes / rash on face") in a female patient who had essure (batch no. 50512930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and therapeutic abortion. Previously administered products included for birth control: iud. Concurrent conditions included obesity. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding") and abdominal pain ("abdominal pain"). On (B)(6)2010, the patient had essure inserted. In 2013, the patient was found to have weight increased ("weight gain / no more strength to move") and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and alopecia ("hair loss"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced dermatitis allergic (seriousness criterion medically significant). In 2017, the patient experienced skin disorder ("rashes or skin conditions type: skin bumps"), allergy to metals ("nickel allergy"), rash pruritic ("rash/ itchy") and rosacea ("rosacea"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), cervicitis ("other injury(ies) or complication (s) please describe: acute and chronic cervicitis"), uterine cervical metaplasia ("other injury(ies) or complication (s) please describe: endocervical squamous metaplasia"), cervical cyst ("other injury(ies) or complication (s) please describe: nabothian cyst"), parakeratosis ("other injury(ies) or complication (s) please describe: ectocervical parakeratosis"), adenomyosis ("adenomyosis"), dysmenorrhoea ("paeav bleeding couldn't leave my home it was that bad") and asthenia ("more energy / no strength to move"). The patient was treated with ibuprofen (motrin), skin bump removal in 2017 and surgery (total abdominal hysterectomy and bilateral salpingooophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the salpingitis, depression, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, skin disorder, migraine, headache, allergy to metals, cervicitis, uterine cervical metaplasia, cervical cyst, parakeratosis, adenomyosis, rosacea and dysmenorrhoea outcome was unknown and the pelvic pain, dermatitis allergic, weight increased, alopecia, abdominal pain, rash pruritic and asthenia was resolving. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, anxiety, asthenia, cervical cyst, cervicitis, depression, dermatitis allergic, dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, migraine, parakeratosis, pelvic pain, rash pruritic, rosacea, salpingitis, skin disorder, uterine cervical metaplasia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery current weight 180 lbs. Bilateral essure devices. Occluded left and right fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Computerised tomogram - on (B)(6)2017: ovarian cysts and has pelvic pain in her stomach.. Hysterosalpingogram - on (B)(6)2011: essure confirmation test conducted.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, adenomyosis, pelvic pain, nabothian cyst, cervicitis, endocervical squamous metaplasia, parakeratosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("right and left fallopian tubes mild chronic salpingitis"), pelvic pain ("pain / severe pelvic pain") and the first episode of dermatitis allergic ("skin rash / allergic or hypersensitivity reaction type: rashes / skin bumps around my eyes / rashes or skin conditions type: rashes / rash on face") in a female patient who had essure (batch no. 50512930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and therapeutic abortion. Previously administered products included for birth control: iud. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / no more strength to move") and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and alopecia ("hair loss"). In 2015, the patient experienced the first episode of dermatitis allergic (seriousness criterion medically significant), skin disorder ("rashes or skin conditions type: skin bumps"), allergy to metals ("nickel allergy"), rash pruritic ("rash/ itchy"), rosacea ("rosacea") and the second episode of dermatitis allergic ("allergic or hypersentivity reaction : rash on face"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), cervicitis ("other injury(ies) or complication (s) please describe: acute and chronic cervicitis"), uterine cervical metaplasia ("other injury(ies) or complication (s) please describe: endocervical squamous metaplasia"), cervical cyst ("other injury(ies) or complication (s) please describe: nabothian cyst"), parakeratosis ("other injury(ies) or complication (s) please describe: ectocervical parakeratosis"), adenomyosis ("adenomyosis"), dysmenorrhoea ("paeav bleeding couldn't leave my home it was that bad") and asthenia ("more energy / no strength to move"). The patient was treated with ibuprofen (motrin), skin bump removal in 2017 and surgery (total abdominal hysterectomy and bilateral salpingooophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, depression, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, skin disorder, migraine, headache, allergy to metals, cervicitis, uterine cervical metaplasia, cervical cyst, parakeratosis, adenomyosis, rosacea, dysmenorrhoea and the last episode of dermatitis allergic outcome was unknown and the pelvic pain, weight increased, alopecia, abdominal pain, rash pruritic and asthenia was resolving. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, anxiety, asthenia, cervical cyst, cervicitis, depression, dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, migraine, parakeratosis, pelvic pain, rash pruritic, rosacea, salpingitis, skin disorder, uterine cervical metaplasia, vaginal haemorrhage, weight increased, the first episode of dermatitis allergic and the second episode of dermatitis allergic to be related to essure. The reporter commented: need for additional surgery. Current weight 180 lbs. Bilateral essure devices. Occluded left and right fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Computerised tomogram - on (B)(6) 2017: ovarian cysts and has pelvic pain in her stomach.. Hysterosalpingogram - on (B)(6) 2011: essure confirmation test conducted. Total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, adenomyosis, pelvic pain, nabothian cyst, cervicitis, endocervical squamous metaplasia, parakeratosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lab data added. Events : allergic or hypersensitivity reaction type : rash on face were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / severe pelvic pain"), salpingitis ("right and left fallopian tubes mild chronic salpinigitis") and rash ("skin rash / allergic or hypersensitivity reaction type: rashes / skin bumps around my eyes / rashes or skin conditions type: rashes / rash on face") in a female patient who had essure (batch no. 50512930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and therapeutic abortion. Previously administered products included for birth control: iud. Concurrent conditions included obesity. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient had essure inserted. In 2013, the patient was found to have weight increased ("weight gain / no more strength to move") and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and alopecia ("hair loss"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced rash (seriousness criterion medically significant). In 2017, the patient experienced skin disorder ("rashes or skin conditions type: skin bumps"), allergy to metals ("nickel allergy"), rash pruritic ("rash/ itchy") and rosacea ("rosacea"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), cervicitis ("other injury(ies) or complication (s) please describe: acute and chronic cervicitis"), uterine cervical metaplasia ("other injury(ies) or complication (s) please describe: endocervical squamous metaplasia"), cervical cyst ("other injury(ies) or complication (s) please describe: nabothian cyst"), parakeratosis ("other injury(ies) or complication (s) please describe: ectocervical parakeratosis"), adenomyosis ("adenomyosis"), dysmenorrhoea ("paeav bleeding couldn't leave my home it was that bad") and asthenia ("more energy / no sternght to move"). The patient was treated with ibuprofen (motrin), skin bump removal in 2017 and surgery (total abdominal hysterectomy and bilateral salpingooophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, weight increased, alopecia, abdominal pain, rash pruritic and asthenia was resolving and the salpingitis, depression, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, skin disorder, migraine, headache, allergy to metals, cervicitis, uterine cervical metaplasia, cervical cyst, parakeratosis, adenomyosis, rosacea and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, anxiety, asthenia, cervical cyst, cervicitis, depression, dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, migraine, parakeratosis, pelvic pain, rash, rash pruritic, rosacea, salpingitis, skin disorder, uterine cervical metaplasia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery current weight 180 lbs. Bilateral essure devices. Occluded left and right fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Computerised tomogram - on (B)(6) 2017: ovarian cysts and has pelvic pain in her stomach. Hysterosalpingogram - on (B)(6) 2011: essure confirmation test conducted. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, adenomyosis, pelvic pain, nabothian cyst, cervicitis, endocervical squamous metaplasia, parakeratosis. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and mr received : lot number was added. New events : vaginal hemorrhage, menorrhagia, rash, apareunia, migraines, headaches, nickel allergy, alopecia, cervicitis, endocervical squamous metaplasia, nabothian cyst, ectocervical parakeratosis, salpinigitis, adenomyosis, abdominal pain, dysmenorrhea, skin disorder, rosacea, itchy rash, asthenia were added. Event onset date and outcome were added. Concomitant drugs and conditions were added. Reporters were added. Reporter causality comments were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), weight increased ("weight gain"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (surgery to remove the implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, pelvic pain, rash and weight increased to be related to essure. The reporter commented: need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.